Event description:
Hcp reported the pump was explanted due to an infection. The patient presented with redness and being "not with it." The patient chart reads "the infection was in the device pocket." Cultures of the device pocket were done-unknown date. The patient did not have meningitis. The patient was treated wtih both oral and IV antibiotcs, and total device system explant. The patient was also referred to an infection specialist. It was reported that the patient had "abdominal wall cellulitis." A follow up report will be sent when additional information is received.